Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim pink display and moisture corrosion in the battery compartment. This report is made based on the results of an investigation completed on 07/25/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 07/25/2013 with the following findings: battery compartment cracked from the threads to the pump case seal. There were indications of corrosion inside the battery compartment. Opened pump to inspect for the moisture, no evidence of internal moisture was found. A dim pink display screen was found. Opened pump to take away a bad display screen to perform a test with a new good display screen. The good display screen is showing a strong contrast and clear text.